Event description:
It was reported that customer experienced issue with incorrect pump time and contacted support for assistance. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support to update pump time, and caller did not know why pump time had become incorrect.